Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Customer stated the left brake snapped and this is the second time he has had to replace the brakes on the walker. MDR filed.